Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 569 mg/dl at the time of incident. The customer's blood glucose was 429 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that there was no air bubble found. The customer's spouse performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.